Event description:
A jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (weight unk) in late 2007. According to the complainant, "[the physician] cannulated the cbd during a sphincterotomy. He stopped and repositioned the sphincterotome. When he hit the cut [pedal] ...on the diathermy to cut further[,] the 20 mm cut wire snapped." The procedure was successfully completed with another jagtome rx sphincterotome. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database did not identify any add'l complaints recorded for this lot. The nov 2007 15-month jagtome rx sphincterotome prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.